Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer blood glucose was 379 mg/dl. The customer was treated with 70 units using a syringe. The customer also reported via phone call indicating that the insulin pump alarm battery out limit. The customer stated that the battery cap already being replaced twice and issue is still recurring. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for battery out limit and high blood glucose.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarms noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.